Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic with far r-wave oversensing. Programming changes were made. The issue was resolved. The patient's device will continue to be monitored.